Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore the condition of the product could not be verified. At this time the root cause cannot be determined. The directions for use (dfu) states, "the ex-press mini glaucoma shunt is intended to reduce intraocular pressure in glaucoma patients where medical and conventional surgical treatment have failed." The events reported in this case reflect a failure to follow the duu. Additional information was requested 08/10/2011 and 09/01/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported induced cataract, induced astigmatism, and hypotony following glaucoma filtration surgery. He stated the patient had cataract surgery in (B)(6) 2010 to address the induced cataract and astigmatism. He reported the patient's pressures are stable and the shunt remains implanted. The surgeon stated the patient elected to have the shunt implanted because she wanted to discontinue the use of glaucoma drops. Additional information has been requested.